Event description:
An Impella CP device was inserted into the right femoral artery in a 64-year-old male patient presenting in acute myocardial infarction (AMI) and cardiogenic shock (CGS), Society for Cardiovascular Angiography & Interventions (SCAI) stage E shock, on multiple inotropes and vasopressors, and on a ventilatory for respiratory support, prior to initiation of support.After two days on support, while the patient was in the intensive care unit (ICU), there was loss of distal pulses; therefore, the device was removed.The post-procedure outcome is survived at explant. While on support, the Impella functioned at P-7 at 3.0L/min as intended with D5W Sodium Bicarbonate in the purge solution. Limb ischemia can be attributed to the high-dose vasopressor support which can cause peripheral vasoconstriction.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.